Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-nov-19, information was received from a patient receiving dilaudid (5.0 mg/ml, 1.3778 mg/day) via an implantable pump for non-malignant pain. The patient reported they had their pump replaced on (B)(6) 2018 due to normal battery depletion and "the surgery didn¿t go well". The patient stated that the healthcare professional (hcp) placed the pump on the patient's waist so the hcp "had to do another surgery" on (B)(6) 2018. The patient then stated that the second surgery "went wrong again". On (B)(6) 2018, the patient was in for a pump refill and the hcp "went in with the needle, she was taking a lot of fluid from pump, and it wasn't medication. The whole syringe was full of yellow liquid." The patient also mentioned that "the pump is coming out" and stated, "I haven't been feeling well for the last 2 months". The patient stated they could not get up from bed. The patient mentioned that they were scheduled for ano ther surgery on (B)(6) 2018.